Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Subsequently, the device was programmed to primary sensing vector and x-ray imaging did not indicate any issues. Technical services (ts) was consulted and reviewed stored data as well as programmed settings. Ts discussed available programming options. Ts confirmed the shock was delivered due to baseline wander. Additionally, there were noisy signals noted and the device smart pass feature had been disabled 5 months back due to small signals and long intervals. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Subsequently, the device was programmed to primary sensing vector and x-ray imaging did not indicate any issues. Technical services (ts) was consulted and reviewed stored data as well as programmed settings. Ts discussed available programming options. Ts confirmed the shock was delivered due to baseline wander. Additionally, there were noisy signals noted and the device smart pass feature had been disabled 5 months back due to small signals and long intervals. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.